Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The reported observation of ipg not delivering desired strength was not duplicated or confirmed. The root cause of the observation was not ascertained. A review of the ipg diagnostic logs did note the device logged pulse width errors (pwe) and voltage multiplier overhead (vmo) errors. This can occur due to the programming in conjunction with the impedance values or pulse train request. System impedance logging was not enabled during the implant period, so it was not possible to see if there were impedance issues with the lead. It was also noted the errors were occurring on program ID#1. The output was monitored on an oscilloscope as received and was found to be consistent with the programming. A follow up diagnostic log was extracted and no errors were noted. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.